Manufacturer narrative:
H2: continuation of d10: lot number updated for power supply: rev. 2 : (B)(6) h3: the power supply was returned and it was determined that they were unable to confirm reported complaint. The bench test passed, and output voltage passed. Everything tested in speculation there was no fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed imaging modalities testing. The +5vdc power supply was falling below the threshold. There was a generator interface error 32 in logs and x-ray was disabled. The ps1 output measured at 4.8vdc. The ps1 power supply was replaced and adjusted to 5.21vdc and the failure was resolved. Concomitant medical products: other relevant device(s) are: product ID: bi71000450, lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to take 2d images. The radiology technician (rt) took an anteroposterior (ap) image and went to take a lateral one and lost the green light. They were then unable to take 2d images. No troubleshooting was done. The site decided to swap to a different system to continue the case. There was a ten minute delay and no impact to the patient.